Event description:
Complainant alleged that while monitoring a pt (age and gender unk) during trasport the device powered up with only a green dot on the display. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.